Manufacturer narrative:
The xenon light source was returned to the service center (B)(4). According to evaluation performed by the technical assistance group it was determined that the endoscope video connector socket was damaged. The root cause cannot be determined at this time as the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was made aware that during testing, prior to the procedure, there was a video connection issue as the output socket of the xenon video light source needed to be replaced.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since more than 8 years have passed since manufacture of this product, the event was likely caused by wear of the scope connector due to long-term repeated use.